Event description:
It was reported that a user of the ilet experienced glucose fluctuations with a high glucose at 326 mg/dl followed by a low blood glucose at 44 mg/dl after announcing a meal while still elevated, which led to insulin stacking; the user also reported overtreating hypoglycemia and pausing the system during lows. Customer care provided support that included review of use patterns and coaching on appropriate hypoglycemia treatment and meal announcement behavior. Investigation of this case revealed user-driven insulin stacking from meal announcements while hyperglycemic and excessive carbohydrate intake for lows, with no device malfunction identified. Symptoms included low glucose and high glucose without reported clinical symptoms. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to timing of meal announcements and overtreatment of hypoglycemia.